Event description:
The customer observed falsely elevated alinity I free t4 results generated for a patient sample. The following data was provided (customer¿s reference range 9.01 pmol/l ¿ 19.05 pmol/l): (B)(6) 2025 sample ID (B)(6) initial result = 20.01 pmol/l, repeat result = 14.98 pmol/l. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument, performed trouble shooting, including log review and cleaning of the wash zone probes, which resolved the issue. No additional discrepant result issues have been reported since the service activity was completed. The instrument service history review for (B)(6) revealed no additional service tickets associated with discrepant or erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the alinity I processing module did not identify an increase in complaint activity. A review of tracking and trending for the wash zone probe did not identify an increase in complaint activity. Review of the manufacturing documentation did not identify any non-conformances or potential non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity I processing module for serial (B)(6) or the wash zone probe were identified.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry = (B)(6). Complete entry section e1 - initial reporter establishment name: (B)(6). Complete entry section e1 - address 1: (B)(6). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 03r65, that has a similar product distributed in the us with the same list number, and a 510k/PMA/bla number of k170317.

Event description:
The customer observed falsely elevated alinity I free t4 results generated for a patient sample. The following data was provided (customer¿s reference range 9.01 pmol/l ¿ 19.05 pmol/l): (B)(6) 2025 sample ID (B)(6) initial result = 20.01 pmol/l, repeat result = 14.98 pmol/l. No impact to patient management was reported.